Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had a slow boot time and displayed an error at boot-up. This was due to drive corruption. Also, the programmer locked up when testing the analyzer. It was also noted that the system fan was intermittently noisy. (B)(4): the analyzer was analyzed and no anomalies were found. (B)(4): analysis found that the cable was out of specification, electrically.

Event description:
It was reported the programmer boots up slowly, and the analyzer is not working. Specific details of what is not working were not available. No patient complications were reported as a result of this event.